Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) leaked sterile heparin saline during device preparation and a balloon rupture was observed. There was no injury to the patient. There was no damage noted to the device prior to opening the package. The device was stored and prepped per the IFU. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, d8, d9 g3, g6, h1, h2, h3 and h6. A review of the manufacturing documentation associated with lot f2224501 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) leaked sterile heparin saline during device preparation and a balloon rupture was observed. There was no injury to the patient. There was no damage noted to the device prior to opening the package. The device was stored and prepped per the IFU. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was received connected to the device with the stopcock open. The sealant remained in the manufacturing position and it was exposed to blood. The procedural sheath was not returned. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2224501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) leaked sterile heparin saline during device preparation and a balloon rupture was observed. There was no injury to the patient. There was no damage noted to the device prior to opening the package. The device was stored and prepped per the IFU. The device is being returned for evaluation.